Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient having history of syncope presented for an implant procedure. During the procedure, the right atrial lead to be implanted exhibited high capture threshold. The right atrial lead was replaced during the same procedure on (B)(6) 2023. No patient consequences.

Event description:
It was reported that the patient having history of syncope presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited high capture threshold. The right ventricle lead was replaced during the same procedure on (B)(6) 2023. No patient consequences.